Event description:
Deflation of the internal balloon. The indwelling period was 18 days. The device was removed endoscopically.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.